Event description:
It was reported a possible problem with the implantable neurostimulator (ins). The ins was implanted in (B)(6) 2010 and it was ¿placed in the wrong place¿ so a revision took place approximately 5 months later to move it to the abdomen. Patient stated the ins ¿was flipping over¿ while in their hip. Patient outcome was not obtained. Further follow-up was requested to obtain this information. If additional information is received, an update will be made.

Event description:
Additional information received from the patient noted that they did not have concerns with their device or therapy. It was also noted that the patient received assistance from their doctor or manufacturer's representative and their concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: lead. (B)(4)

Event description:
Additional information received clarified that the lead component was not in the correct position (positioned too high) and as a result the patient had a lack of effect. The revision occurred 6 months after implantation at which time the lead was replaced. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37092, lot# 257620001, implanted: (B)(6) 2010-, product type: accessory. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).